Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 26-jan-2017: essure batch number is d40623. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a patient that had essure (fallopian tube occlusion insert) inserted for sterilization and had a pregnancy diagnosed at (B)(6). She was hospitalized, underwent a pregnancy termination by curettage and recovered. She was also hospitalized due to pain (seen as pelvic pain) and suspicion of infection (seen as pelvic infection). The events are anticipated in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. In this case, the pregnancy occurred approximately 5 months after essure insertion. Considering that fallopian tube occlusion should occur in 3 months, this event is assessed as related to essure. With regards to the other events, based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident due to hospitalization. According to the product technical complaint analysis, product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-feb-2017 for the following meddra preferred terms: pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases; pelvic pain. The analysis in the global safety database revealed (B)(4) cases; pelvic infection. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: (B)(4). Expiration date 28-dec-2017. Production date: 10-dec-2014. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 13-feb-2017: quality-safety evaluation of ptc updated. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a patient that had essure (fallopian tube occlusion insert) inserted for sterilization and had a pregnancy diagnosed at (B)(6). She was hospitalized, underwent a pregnancy termination by curettage and recovered. She was also hospitalized due to pain (seen as pelvic pain) and suspicion of infection (seen as pelvic infection). The events are anticipated in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. In this case, the pregnancy occurred approximately 5 months after essure insertion. Considering that fallopian tube occlusion should occur in 3 months, this event is assessed as related to essure. With regards to the other events, based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident due to hospitalization. A product quality defect could not be confirmed but is considered plausible. However, the medical events and lack of efficacy are not indicative of a quality deficit per se.

Manufacturer narrative:
On (B)(6) 2016, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the (B)(6) of pregnancy. On (B)(6) 2016, 91 days after starting essure, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization), pelvic infection (seriousness criterion hospitalization), amenorrhoea ("amenorrhea") and menstrual disorder ("unclear menstruation history since spring"). The patient was hospitalized from (B)(6) 2016. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, pelvic infection, ovarian cyst, amenorrhoea and menstrual disorder outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device, ovarian cyst, amenorrhoea and menstrual disorder to be related to essure. The reporter provided no causality assessment for pelvic pain and pelvic infection with essure. Diagnostic results: on (B)(6) 2016 ultrasound showed in situ in uterine cornus, ovarian cyst. On (B)(6) 2016, intrauterine pregnancy diagnosed at gestational week (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-jan-2017 for the following meddra preferred terms: pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases; pelvic pain. The analysis in the global safety database revealed (B)(4) cases; pelvic infection. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-jan-2017: quality-safety evaluation of ptc. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a patient that had essure (fallopian tube occlusion insert) inserted for sterilization and had a pregnancy diagnosed at gestational week (B)(4). She was hospitalized, underwent a pregnancy termination by curettage and recovered. She was also hospitalized due to pain (seen as pelvic pain) and suspicion of infection (seen as pelvic infection). The events are anticipated in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. In this case, the pregnancy occurred approximately 5 months after essure insertion. Considering that fallopian tube occlusion should occur in 3 months, this event is assessed as related to essure. With regards to the other events, based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident due to hospitalization. According to the product technical complaint analysis, product quality defect could not be confirmed but is considered plausible.

Event description:
On (B)(6) 2016 ultrasound showed in situ in uterine cornus, ovarian cyst. On (B)(6) 2016, intrauterine pregnancy diagnosed at gestational week (B)(6).

Event description:
This is a spontaneous case report received from a physician via regulatory authority in (B)(6) on 21-nov-2016 which refers to a female patient of (B)(6) who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 for sterilization. Procedure went without problems and implants set well in situ. On (B)(6) 2016 check-up was performed and ultrasound showed implants in situ in uterine cornus and extra contraceptive was not any more recommended. On (B)(6) 2016 ovarian cyst was anyway noticed and it was controlled on (B)(6) 2016. At that time the patient had amenorrhea, unclear menstruation history since spring. Intrauterine pregnancy was diagnosed, at gestational week (B)(6). The pregnancy was terminated due to patient´s wish on (B)(6) 2016. She was hospitalized and she recovered. A new laparoscopic sterilization is supposed to be performed later. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a patient that had essure (fallopian tube occlusion insert) inserted for sterilization and had a pregnancy diagnosed at gestational week (B)(6). She was hospitalized, underwent a pregnancy termination and recovered. Pregnancy with essure is anticipated in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. In this case, the pregnancy occurred approximately 5 months after essure insertion. Considering that fallopian tube occlusion should occur in 3 months, this event is assessed as related to essure. Although in this case there is limited information and the reason for hospitalization is not clear, the hospitalization was considered related to essure and the case regarded as incident. A product technical complaint analysis is being sought. Further information has been requested.